Event description:
The customer called and reported the insulin pump was squirting out during manual prime process. The customer also stated he was unable to exit the preparing to prime loop. The customer stopped using the insulin pump. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A motor error alarmed during basic occlusion testing due to loose/protruded drive support disk. It was not possible to test for prime/compromised force sensor system and perform occlusion test due to motor error alarm. The insulin pump had cracked reservoir tube lip, minor scratches on the lcd window, cracked case at display window corner, scratched reservoir tube window and loose/shifted end cap sticker.